Event description:
Boston scientific received information that this lead was exhibiting elevated threshold measurements and a shocking impedance measurement of 80 ohms in triad configuration. A revision procedure was performed, a new device was placed in the pocket and the lead was inserted into the device. During the suturing of the device, shocking impedance was greater than 125 ohms in triad configuration and 112 ohms in single coil configuration. Next, the lead was disconnected and re-inserted into the original device which again produced a shocking impedance measurement of 80 ohms. The decision was made to not implant the first replacement device and a second replacement device was provided. However, shocking impedance measurements were still greater than 125 ohms in triad configuration and 109 ohms in single coil configuration. Therefore, this additional replacement device was not implanted and the lead was removed from service and surgically abandoned. A third replacement device and a new defibrillation lead were successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.